Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- stem, the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 13 years post-implantation, the patient underwent a hip revision due to elevated cobalt levels, suspected metallosis and, suspected bony changes around the acetabulum. During the revision, there was significant scar tissue and a pseudotumor. The acetabular component and stem were found stable and the head was revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: an initial left tha was perfomed. The patient began to experience pain, with elevated metal ions identified. A revision occurred, where a pseudotumor was identified, as well as osteoylsis, scar tissue, metallosis, and altr. The head was explanted, with a zb bearing and head implanted. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d1; d2; d4; g3; g4; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.